Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the lot number of the device is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure.

Event description:
Same case as MFR #: 2030404-2011-00358, 2030404-2011-00357. It was reported following pulmonary vein isolation ablation procedure, the patient had to return to the hospital for treatment of chest pain and pericarditis. The procedure was performed with an inquiry deca catheter, inquire optima catheter and therapy cool flex catheter. Four days later, the patient returned to the hospital suffering from two episodes of chest pain secondary to pericarditis. Sinus rhythm was noted on the two separate occasions per ekgs. The patient was administered aspirin for the pain. No further patient consequences were reported. Additional information was requested and is not available.